Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One ringloc bi-polar 28x51mm was returned and evaluated. Upon visual inspection the locking ring was returned with the chamfer in the correct position. The ring was bent and there was scuffing on the side opposite of the chamfer. The additional information does not change the outcome of the initial investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported during the operation, the cup and liner could not be successfully anastomosed when they were assembled. After being pulled out and re-examined, it was found that the c ring in the cup had fallen off. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.